Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead pulled back and dislodged during slitting. The lead was attempted to be repositioned but there was concern about tissue that was on the helix. The lead was not used, and another lead was implanted. It was additionally reported that when the patient was postoperative, the right atrial (ra) lead was found to have dislodged. The dislodgement was confirmed with the programmer and an x-ray. The lead was attempted to be repositioned but there was concern about tissue on the helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. The distal low voltage electrode of the lead was covered in body t issue/fibrotic growth. The analyst noted that the tissue on the distal end of the lead is not a lead failure. If information is provided in the future, a supplemental report will be issued.